Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that power could not be turned on occurred due to the power switch was damaged. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had a power switch malfunction. The power button was punched in, and could not turn on. The issue occurred during preparation for use. There was no delay in the procedure and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.